Event description:
A (B)(6) female underwent a right knee arthroscopy with debridement and allograft bone patella tendon bone acl reconstruction. During the procedure the tip of the guidewire from the arthrex acl kit broke and became embedded in the distal femur.